Event description:
It was reported that when performing fluoroscopy, the monitor became black and the kv value tracked to max. The field engineer noted that it was the left monitor that went black, causing a loss of the live image and thus making the system unusable. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.